Manufacturer narrative:
During a service visit, the field service engineer (fse) replaced the t-valve and the a/b valve to resolve the leaking. The fse assigns the cause of the leaking/suppressed results to one or both valves. Upon recur, a leaking reagent probe can impact any or all chemistries, including critical chemistries. The manufacturer's reference number for this event is (B)(4).

Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 600 pro instrument generated suppressed patient and qc results (blank abs lo) for bun, alt and ast assays. Upon troubleshooting with hotline support, the customer found evidence of a leak from reagent probe a. The issue was referred to a beckman coulter field service engineer. The leak was contained to the instrument. The customer wore a lab coat, gloves and eye protection while troubleshooting.